Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse (field service engineer) phone called the customer on (B)(4) 2015 and asked to power down the unit from the back and bring it back up. Instructed them to run the unit. They are now having high pressure alarms. They replaced the prefilter after troubleshooting and checked the operation. Customer ran qc (quality control) and 2 racks of patient samples with no errors. The most probable cause of the reported event was a power failure.

Event description:
On (B)(6) 2015, the customer reported 711 line valve error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.